Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited oversensing of noise leading to pacing inhibition and asystole where the patient was symptomatic. The patient is pacemaker dependent. A revision procedure was performed. During the revision, no noise was seen initially. However, the noise and pacing inhibition were able to be recreated with pocket manipulation. The physician inspected the device header and portion of lead visible and noted no damage. Subsequently the rv lead was surgically abandoned and a new lead was implanted with the existing device. No issues were observed with the new lead. No additional adverse patient effects were reported.